Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. H3 - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the flexible stiffening cannula included with an ultrathane mac-loc locking loop multipurpose drainage catheter separated. The patient was scheduled for a routine nephrostomy drainage tube exchange. The old drain locking mechanism was released, and the old drain was removed over an amplatz wire guide, which was then used to maintain access. The flexible stiffening cannula was loaded into a new 60cm drain, and the drain with stiffener was loaded over the wire into the patient. Upon attempting to remove the flexible stiffening cannula, significant resistance was encountered and they were unable to remove it. With additional force to remove the stiffener, both the shaft of the stiffener and the drainage catheter separated and had to be removed in two separate parts. A snare device was used to retrieve the fractured portion of the drainage catheter and stiffening cannula. The procedure took longer than anticipated, and required the use of several additional tools, including the snare, to successfully retrieve the broken fragment. A new drain was then placed without any further issues. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device components were returned to cook, and initial evaluation of the device does confirm shaft separation of both the drainage catheter and the flexible stiffening cannula. The report captures the material shaft separation of the flexible stiffening cannula. The material shaft separation of the drainage catheter is captured in a report with patient identifier (B)(6).